Event description:
It was reported that the patient had a couple of catheter revisions. The pump was delivering baclofen (unknown). Additional information reported that symptoms included withdrawal. It was reported that the first revision was due to a fracture at the catheter anchor site. It was reported a new catheter was placed, during the first case the old was entirely removed. It was reported that the patient had no regained therapeutic effect following catheter revision. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).